Manufacturer narrative:
Baxter received and evaluated the device.  A device history record review revealed no issues that could have caused or contributed to the event. The reported condition was verified. The device was found out of specification in relation to the reported defective keypad which was observed during a visual inspection as a broken keypad. The reported symptom was verified through and found to be caused by a broken keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective keypad. There was no patient involvement. No additional information is available.